Event description:
It was reported "the staplers do not hold onto skin". Another device was used to complete the procedure. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 35 staples left in the cartridge. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first fire attempt resulted in the staple releasing unformed. The second fire attempt resulted in the staple fully forming and releasing. The next 31 staples were successfully inserted into a simulated skin pad with proper forming and release. The 32nd staple misfired and released unformed onto the skin pad. The 33rd staple correctly formed and released in the skin pad. The stapler was disassembled, die casting anomalies were discovered on the forming tool. The saddle spring was observed to be crooked in the cover block. A non-conformance was opened by the manufacturing site to further investigate this issue. The reported complaint of " failure to function - staple re-opens" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. A device history record review was performed, and no relevant findings were identified. The first fire attempt resulted in the staple relea sing unformed. The second fire attempt resulted in the staple fully forming and releasing. The next 31 staples were successfully inserted into a simulated skin pad with proper forming and release. The 32nd staple misfired and released unformed onto the skin pad. The 33rd staple correctly formed and released in the skin pad. The stapler was disassembled, die casting anomalies were discovered on the forming tool. The saddle spring was observed to be crooked in the cover block. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the staplers do not hold onto skin". Another device was used to complete the procedure. The patinet's current condition is reported as "fine".